Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction - h6 (device, results, conclusion & clinical codes) the reported event could be confirmed based on images of CT scans. A medical professional reviewed the received information and noted the following: ¿the CT scan shows the presence of a cement spacer, with all components of the primary tar removed. For that reason, I cannot comment on the integrity of the explanted device. A cement spacer is most used for the treatment period between the explantation of an infected implant and the reimplantation of a new device after the infection is cured (two-stage revision for periprosthetic joint infection). Therefore, the most likely reason for this revision is a patient-related event, periprosthetic joint infection.¿ infections are often caused by a multitude of factors such as comorbidity of the patient, the trauma, the surgical intervention and the aftercare. Based on investigation, the root cause was attributed to a patient related factor. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.